Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in a 42-year-old female patient who had essure (ess205) (batch no. 620476-inv, 620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure implantation on same day" and device monitoring procedure not performed "patient did not undergo any essure confirmation test". The patient's medical history included menorrhagia in 2005. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (essure removed by hysterectomy (full),salpingectomy (bilateral)on (B)(6) 2010, oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, dyspareunia and pelvic adhesions outcome was unknown and the heavy menstrual bleeding, dysmenorrhoea, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, pelvic adhesions and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion - (B)(6) 2006, (B)(6) 2005. Patient received treatment for - pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: small calcification within endometrial cavity most likely due to post ablation changes. The lot number reported (620476) is invalid. Lot number: 620746 manufacturing date: 2006-08 expiration date: 2008-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in a 42-year-old female patient who had essure (ess205) (batch no. 620476-inv, 620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure implantation on same day" and device monitoring procedure not performed "patient did not undergo any essure confirmation test". The patient's medical history included menorrhagia in 2005. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2009, the patient experienced dyspareunia ("dyspareunia"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2010, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (essure removed by hysterectomy (full),salpingectomy (bilateral)on (B)(6) 2010, oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, dyspareunia and pelvic adhesions outcome was unknown and the heavy menstrual bleeding, dysmenorrhoea, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, pelvic adhesions and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion - (B)(6) 2006, (B)(6) 2005 patient received treatment for - pain and bleeding diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: small calcification within endometrial cavity most likely due to post ablation changes. Lot number 620476 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Lot no. Added. Mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removed by hysterectomy (full),salpingectomy (bilateral) on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation and menorrhagia to be related to essure (ess205). The reporter commented: as discrepancy noted in insertion date: (B)(6) 2006. Patient received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added-perforation fallopian tubes, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding).patient demographic details, reporter and product information was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in a 42-year-old female patient who had essure (ess205) (batch no: 620476-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure implantation on same day" and device monitoring procedure not performed "patient did not undergo any essure confirmation test". The patient's medical history included menorrhagia in 2005. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (essure removed by hysterectomy (full), salpingectomy (bilateral) on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, dyspareunia and pelvic adhesions outcome was unknown and the menorrhagia, dysmenorrhoea, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic adhesions and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as discrepancy noted in insertion date: on (B)(6) 2006. Patient received treatment for, pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on an unknown date: small calcification within endometrial cavity most likely due to post ablation changes. Lot number: 620476 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') in a 42-year-old female patient who had essure (ess205) (batch no. 620476) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure implantation on same day" and device monitoring procedure not performed "patient did not undergo any essure confirmation test". The patient's medical history included menorrhagia in 2005. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (essure removed by hysterectomy (full),salpingectomy (bilateral)on (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, dyspareunia and pelvic adhesions outcome was unknown and the menorrhagia, dysmenorrhoea, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic adhesions and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as discrepancy noted in insertion date: (B)(6) 2006 patient received treatment for - pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: small calcification within endometrial cavity most likely due to post ablation changes. Most recent follow-up information incorporated above includes: on 23-mar-2020: plaintiff fact sheet received. Events¿ abnormal bleeding (vaginal); dyspareunia (painful sexual intercourse), abdominal pain, pelvic adhesions, medical device monitoring error and device monitoring procedure not performed¿ were added. Events" menorrhagia, dysmenorrhea outcome was updated to recovered/resolved. Patient demographics, essure lot number and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.